Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported to vyaire medical that a patient died but that the patient was not on the unit at the time of death.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. Vyaire medical was unable to confirm the issue as there was no failure to report. The uut was tested and found to meet specifications. The event trace review determined that the ventilator performed as expected and was not operational on the reported date of the patient event on (B)(6) 2023. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.